Event description:
During a pm inspection it was identified that the generator on the 2600 system would not boot and the filmer was operating poorly. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.